Event description:
Event verbatim [preferred term] 4 burn blisters on her left shoulder in the greater of heat points [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare heatwrap, reported as thermacare for larger areas of pain) (device lot number: r08719, expiration date: jun2019) from an unspecified date for an unknown indication. The patient 's medical history included rheumatoid arthritis from an unspecified date and ongoing and psoriasis from an unspecified date and ongoing. Concomitant medications were reported as oxycodon 10mg, novaminsulfon 500mg, duloxetine 60mg, pregabaline 25mg, lantarel 10mg, omeprazol 40mg. Past product history included thermacare heatwraps (thermacare neck, shoulder & wrist) from an unspecified date for an unspecified indication and tolerated without problems. On an unspecified date, the pharmacist reported a patient used the product and experienced 4 burn blisters on her left shoulder in the greater of heat points. Further details were not available. Action taken with the suspect product was unknown. No therapeutic measures were taken and no surgery was required as a result of the event. It was unknown whether the patient suffered long-term damage. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2016): new information received from a contactable pharmacist includes: patient details, medical history, concomitant medication and reaction data (updated event burn to burn blister). This case has been upgraded to a serious, reportable medical device report. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the event burn blisters as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the event burn blisters as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] 4 burn blisters on her left shoulder in the greater of heat points [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare heatwrap, reported as thermacare for larger areas of pain) (device lot number: r08719, expiration date: jun2019) from an unspecified date for an unknown indication. The patient's medical history included rheumatoid arthritis from an unspecified date and ongoing and psoriasis from an unspecified date and ongoing. Concomitant medications were reported as oxycodone hydrochloride (oxycodon) at 10mg, metamizole sodium (novaminsulfon) at 500mg, duloxetine at 60mg, pregabalin (pregabaline) at 25mg, methotrexate sodium (lantarel) at 10mg, omeprazole (omeprazol) at 40mg. Past product history included thermacare heatwraps (thermacare neck, shoulder & wrist) from an unspecified date for an unspecified indication and tolerated without problems. On an unspecified date, the pharmacist reported a patient used the product and experienced 4 burn blisters on her left shoulder in the greater of heat points. Further details were not available. Action taken with the suspect product was unknown. No therapeutic measures were taken and no surgery was required as a result of the event. It was unknown whether the patient suffered long-term damage. Clinical outcome of the event was unknown. According to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (28de2016): new information received from a contactable pharmacist includes: patient details, medical history, concomitant medication and reaction data (updated event burn to burn blister). This case has been upgraded to a serious, reportable medical device report. No device malfunction has been identified follow-up attempts are completed. No further information is expected. Follow-up (04jan2017): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the event burn blisters as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified.